Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU). The patient's blood glucose (bg) values reached 578 mg/dl. The patient had large ketones, body aches and a headache. For treatment, the patient was put on intravenous (IV) fluids, received zofran and given diagnostic tests. The patient reported that the needle did not retract, while wearing the pod between 24 and 36 hours on the abdomen. The patient was discharged after 3 days.